Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of low blood glucose value and treatment details. Customer stated that transmitter battery life time was lasting less than expected and keeps disconnected to the insulin pump. Troubleshooting was performed. No further patient complications were reported. The device will not be returned for analysis.